Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory had an observation relating to the atrial amplitude (high output). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion as a result of high atrial thresholds. Both the ipg and the right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.